Event description:
I received a communication from the state of (B)(6) regarding visible contamination identified in IV tubing manufactured by ICU medical and distributed by (B)(4). Affected facilities have described the contamination as small black dots on the internal walls of the drip chambers. (B)(6) has reported at least 15 impacted lot numbers to date. The tubing in question was: primary set piggyback with backcheck valve, 2 clave y-sites, secure lock, 100 inch. Primary plum set clave port, clave y-site, secure lock, 103 inch. Secondary set secure lock. 34 inch with IV set hanger. Utilize lcu medical tubing at the facility, so we looked at our stock and identified three (3) secondary sets that exhibited a small wack do on the internal walls of the drip chamber. The list no. On the package is 14229-28. Our lot in question was 14444933 with an expiration date of 07-01-2028. The sets were taken out of service. Pt: 4582. Device: 1120. Ref: mw5188350, mw5188352.